Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported the unit is intermittently "blanking out". Tapping the unit will cause it to blank out. Customer states this unit was recently returned for a display issue. Customer thinks the issue could be a loose connection. Also, the battery is not holding a charge. No patient impact or consequences reported.